Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their high blood glucose levels and sensor readings. The customer states there were large discrepancies with meter and blood glucose readings. The customer's blood glucose level at the time of incident was 407mg/dl. Troubleshoot was conducted. The customer was advised to monitor and calibrate at appropriate range. The customer was advise to call back if issues persist.